Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was aborted and rescheduled to perform on another system. The philips field service engineer (fse) inspected system onsite and confirmed that the system was unable to produce x-rays. As part of troubleshooting, the fse reviewed system log files and found connection lost with the flat detector controller. Upon further analysis, the fse found x20 network cable on the fd control was defective. To resolve the issue, the fse replaced the x20 network cable, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.